Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the patient required reoperation due to recurrent incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.